Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, capsular contracture are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture, (unknown baker grade).

Event description:
Patient reported, "I was diagnosed with endometriosis, an autoimmune condition. I have also experienced extreme tiredness, pain, aching joints and muscles, brain fog and many more symptoms". And "main reason for wanting my explant surgery, is the clear link to alcl lymphoma". The device has been explanted. The patient stated, that "during explant surgery, the left implant contracted". Patient further reporting, pathology result showed "a giant cell reaction to silicon from the breast implant".